Manufacturer narrative:
Other, other text: one pneupac ventilator was returned for analysis. The manometer was found to be out of specification and the device had external damage to the battery holder assembly. The reported issue was confirmed and is due to damage to the battery holder assembly. The damage was replaced, the device was calibrated and preventative maintenance was performed.

Event description:
Information was received indicating that the battery access door to a smiths medical pneupac parapac ventilator was reported to be damaged. There were no reported adverse effects.